Event description:
It was reported that the patient presented to the cardiac catheterization laboratory for lead revision procedures. Imaging revealed that both the right atrial (ra) and right ventricular (rv) leads were found to be dislodged, consistent with twiddler¿s syndrome. This resulted in a failure to capture and failure to sense in both leads. Additionally, the rv lead was delivering inappropriate shocks, causing the patient pain. Programming adjustments were made, and both the ra and rv leads were explanted and successfully replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events of lead dislodgement, failure to capture, and failure to sense were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.